Event description:
A barostim system was implanted on (B)(6) 2024. The patient reported that they were not feeling well and wanted their device titrated. They were informed that it was too soon for titration as it was only 1 week post implant but they were due to come in for an echo instead. On 17-may-2024, whilst in the elevator on their visit for the echo, the patient had a cardiac arrest and hit their head from the fall. The patient was admitted to the emergency room immediately and subsequently admitted to the hospital. It was believed that the patient suffered a myocardial infraction because their ICD fired. The patient developed a deep brain bleed and was in critical condition. It was reported that the patient was having seizures and was still feeling weak. The patient was discharged from the hospital and admitted to inpatient rehab facility. As of 29-may-2024, the root cause of the event was unknown.the patient was discharged on 13-jun-2024 and was undergoing outpatient physical therapy. Barostim titration was resumed on (B)(6) 2024.

Manufacturer narrative:
Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. The patient reported that they were not feeling well and wanted their device titrated. They were informed that it was too soon for titration as it was only 1 week post implant but they were due to come in for an echo instead. On (B)(6) 2024, whilst in the elevator on their visit for the echo, the patient had a cardiac arrest and hit their head from the fall. The patient was admitted to the emergency room immediately and subsequently admitted to the hospital. It was believed that the patient suffered a myocardial infraction because their ICD fired. The patient developed a deep brain bleed and was in critical condition. It was reported that the patient was having seizures and was still feeling weak. The patient was discharged from the hospital and admitted to inpatient rehab facility. As of (B)(6) 2024 the root cause of the event was unknown.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).